Event description:
It was reported that "the catheter was unable to pace." There were no patient complications reported.

Event description:
It was reported that during an unknown procedure, the clips would not advance. A few clips were delivered and the device jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Device manufacture date: 05/04/2010. The catheter and original 1.3cc syringe was returned. Customer report was not confirmed for pacing difficulties. Continuity testing confirmed that both the distal and proximal electrodes were continuous and there were no short or intermittent conditions. The balloon inflated clearly, and concentrically without any leakage observed. There was no visible damage observed to the catheter and syringe. A device history record review was completed and documented that the device met specifications upon distribution.